Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
E1: address line 1 "2831 e president george bush hwy" investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was not consistently recognizing the syringe. Per reporter, the device only recognizes the syringe when the barrel clamp is positioned at an angle, which is not sustainable for proper infusion. There was unknown patient involvement. No patient harm/adverse event reported.